Manufacturer narrative:
Date of event: estimated date. The UDI is unknown because the part, and lot number were not provided. The device is not returning. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that abbott guide wires have navigation difficulties and get stuck in the vessel. Non-abbott devices are used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: estimated date. D4: the UDI number is not known as the part and lot number were not provided. The reported device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue regarding the design, manufacture, or labeling of the device.na